Event description:
The daughter of a (B)(6) female pt called zoll customer support to report that the pt's battery charger/model was not powering up properly. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't fully power up) was confirmed. Upon investigation, the battery charger/modem would not power up. The cause for the failure was isolated to a solder bridge on capacitor c2 on the bedside board, which resulted in a short to ground. The root cause for the solder bridge could not be positively identified but was likely an assembly error. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.